Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent spinal fusion surgery using rhbmp-2/acs on the levels l5-s1 in a transforaminal lumbar interbody fusion surgery. Post surgery, the patient had progressively worsening pain in his low back and legs, with associated radiculopathy, numbness and weakness in his bilateral lower extremities. She also underwent revision surgery due to severe symptoms. Currently, the patient continues to experience severe and unrelenting pain in his low back with associated pain and radiculopathy in his lower extremities. He was unable to sit or stand for extended periods, and requires cane to ambulate. He was unable to enjoy his daily activities that he enjoyed pre-operatively, and has suffered serious and permanent injuries.

Manufacturer narrative:
Additional information: pt identifier, weight, relevant tests/lab data, other relevant history, model and lot#, device manufacture date, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, patient underwent following procedure: minimally invasive percutaneous transforaminal l5-s1 discectomy with decompression of nerve roots followed by interbody fusion, posterolateral fusion, and instrumentation bilaterally. Surgery done under operating microscope with somatosensory evoked potential monitoring and emg monitoring; for pre-op and post-op diagnosis of: l5-s1 disc herniation, left leg radiculopathy. Indications: patient injured himself at work, developed severe back pain problems and left leg radiculopathy and was diagnosed with l5-s1 disc herniation. As per op notes: ".. After endplates were prepared for interbody spacer and then 9mm interbody spacer made of peek material. Peek was filled with bone morphogenic protein and driven into compartment.. Final x-rays eventually obtained confirming correctness of placement of hardware. No complications were reported.." On (B)(6) 2008, patient underwent somatosensory evoked potentials(sseps) and (B)(6) study during l5-s1 transforaminal lumbar interbody fusion. Impression: this intraoperative monitoring study is unremarkable. On (B)(6) 2008, patient underwent x-ray of lumbar spine limited. Findings: two views of lumbar spine were obtained. Pedicular screws are seen at l5 and s1. Interbody graft is seen. On (B)(6) 2008, patient underwent a procedure: re-exploration of fusion for following pre-op and post-op diagnosis: persistent left leg l5 radiculopathy after one week old l5-s1 interbody fusion. Indications: patient underwent fusion a week ago and continues to complain of persistent left leg pain consistent with l5 distribution. A CT scan showed some obliteration of lateral recess and after lack of improvement the decision was made to offer the patient re exploration of fusion after determining source of compression. No complications were reported. Findings: this bone fragment broken from endplate was located medially and rostrally to the axilla of the l5 nerve root been responsible for the patient's radiculopathy. On (B)(6) 2008 the patient was presented for office visit with chest pain, abdominal pain, neck pain. Diagnosis: traumatic abdominal pain/contusion. Chest contusion. Low back pain. On (B)(6) 2008, patient presented for follow-up visit. Patient reported leg pain, improving back pain, weakness in foot on left side. On (B)(6) 2008 the patient was presented for office visit with continued pain to the lumbar spine, radiating to the left lower extremity. Diagnosis: includes cervical spine sprain/strain, lumbar spine sprain, sprain of the shoulder and arm. On (B)(6) 2008 the patient was presented for office visit with pain to the lower back and left lower extremity, headache, weakness in the extremities, limited use of the bilateral lower extremities. On (B)(6) 2008, patient presented for follow-up visit. Patient reported leg pain and sciatica. On (B)(6) 2008 the patient was presented for office visit with pain to the cervical spine. Diagnosis: includes cervical sprain/strain, lumbar sprain, sprain of the shoulder and arm. On (B)(6) 2008, patient presented for follow-up visit. Patient reported residual pain in his leg on the right side. On (B)(6) 2008 the patient was presented for office visit with persistent moderate throbbing pain to the left lower extremity, moderate pain to the lower back. Diagnosis: lumbar radiculitis. On (B)(6) 2008 the patient underwent MRI of the right shoulder. Impression: supraspinatus tendinosis/partial intrasubstance tendon tear. No full thickness rotator cuff tendon tear. There is superior labral tear. The acromion is type 3. There is downsloping and there is arthrosis of the acromioclavicular joint. There is impingement. There is fluid in the shoulder joint and subscapularis bursa as well as in the biceps tendon sheath. Two 3mm cysts versus vein in the spinoglenoid notch. They may be clinically silent but could be associated with compromise on the suprascapular vein and nerve. On (B)(6) 2008, patient presented for follow-up visit. Patient reported left leg pain and tingling. On (B)(6) 2008 the patient was presented for office visit with pain to the lower back and left lower extremity, occasional numbness in the left foot. Diagnosis: status post lumbar fusion. Lumbar spine radiculitis. On (B)(6) 2008 the patient was presented for office visit with pain to the lower back, intermittent numbness in the left big tow. Diagnosis: status post lumbar fusion. Lumbar spine radiculitis. On (B)(6) 2008 patient presented for follow-up visit. Patient reported numbness, leg pain after prolonged walking. On (B)(6) 2008 the patient was presented for office visit with pain to the lumbar spine, radiating to the left lower extremity, with some improvement, numbness in the left foot. Diagnosis: status post lumbar fusion. On (B)(6) 2008 the patient was presented for office visit with pain to the neck and shoulders, pain to the lower back and left lower extremity. On (B)(6) 2008 the patient was presented for office visit with moderate pain to the lower back an left lower extremity. Diagnosis: status post lumbar fusion. Lumbar radiculitis. On (B)(6) 2008 the patient was presented for office visit with continued pain to the cervical spine, lumbar spine and left shoulder, with improvement noted in all areas. Diagnosis: includes status post lumbar spine fusion. On (B)(6) 2008, patient presented for follow-up visit. Patient reported persistent left leg pain syndrome. On (B)(6) 2008 the patient underwent CT scan of the lumbar spine. Impression: there has been prior ls s1 level discectomy with decom pression of the nerve roots followed by the interbody fusion and posterior lateral fusion. The visualized portions of the post surgical structure demonstrated definite extrusion, sequestration or disc material. No diffusion itself appears in anatomical position, there is grade 1 posterior listhesis seen at the l2-l3 level with opacification of posterior longitudinal ligament; otherwise, no dislocation or subluxation present. L4-l5 level: posterior broad-base annular 2 mm disc bulge is seen touching anterior portion of the thecal sac with mild bilateral neural foraminal stenosis. L2-l3 level: left paracentral 3 mm disc protrusion is seen with calcification of the anterior portion of the disc with left lateral spinal and mild-to-moderate left neural foraminal stenosis. No significant right sided abnormality. On (B)(6) 2008 the patient was presented for office visit with continued pain to the lower back, radiating to the left lower extremity, numbness in the bilateral lower extremities and bilateral feet. Diagnosis: status post lumbar fusion. Lumbar spine radiculitis. On (B)(6) 2008, patient presented for office visit and reported depression, difficulties falling asleep, diminished libido. On (B)(6) 2008, patient presented for follow-up visit. Patient reported left leg radiculopathy. CT scan showed rather excessive bone formation in the fusion site, more on left side. The hardware is still in place and no problem with hardware displacement. There is good bone formation going on in the intervertebral compartment. On (B)(6) 2008, (B)(6) 2009 the pain to the lumbar spine, with some improvement noted, pain to the neck and left shoulder. Diagnosis: includes status post lumbar spine fusion, sprain of neck, thoracic spine strain, sprain of shoulder and arm. On (B)(6) 2008, patient presented for follow-up visit. Patient reported left sided pain. On (B)(6) 2009, patient presented for follow-up visit. Patient reported numbness, pulsating pain around fusion site. On (B)(6) 2009, patient presented for office visit and reported neck and bilateral shoulder complaints with radiation into arms. Patient gets sharp pain in upper back and posterior left shoulder along the trapezius. Patient also reported swelling in lower back. Impression: persistent internal derangement on the left shoulder with impingement symptoms; status post left shoulder surgery, unknown type; right shoulder impingement; probable residual cervical disc disease, status post discectomy and fusion. X-rays of left shoulder and cervical spine showed good spacing at ac joint. There was no major spurring, the acromin is flat, therefore, x-rays were taken of the cervical spine because the left shoulder is a little higher that the right and he tends to have a curve. The ap view does show a cervical/thoracic mild scoliotic curve. It shows the plate. The lateral view shows plate at c4-5 but there is significant narrowing at c5-6 level. On (B)(6) 2009 the patient underwent MRI of the lumbar spine. Impression: the study was technically limited due to patient's refusal of administration of intravenous contrast material. There is status post prior ls-s1 level left sided hemilaminotomy with discectomy and posterior pedicle fusion with artificial disc in place. Loss of the intervertebral disc space heights and disc desiccation changes seen at the l2-l3 and l4-l5 levels, l5-s1 level: there are post-surgical changes present but evaluation is very limited due to patient's absence of administration contrast material. There is probably fibrotic change and scarring seen along the exiting nerve roots on the left side in combination with post-surgical changes. L4-l5 level: posterior broad-based annular, 2.5 m, disc protrusion is seen that extends to the right, more than left, lateral recesses with moderate right and mild left neural foraminal stenosis, no extrusion or sequestration of disc material. L2-l3 level: there is a posterior, measuring at least 4 mm disc protrusion present that extends to the left lateral recess with an annular tear posteriorly. On (B)(6) 2009, patient complains of pain in left shoulder and neck, low back pain. Diagnosis: cervical disc herniation, status post anterior cervical discectomy with fusion and plate; bilateral shoulder impingement syndrome, status post left shoulder surgery; chest pain with sternoclaviculitis; lumbar discopathy with disc displacement. On (B)(6) 2009, patient presented for follow-up visit. Patient reported numbness in leg and tingling in bottom of foot. MRI showed complete fusion through the l5-s1 level with bone formation and some scarring around the lateral recess. The canal is still patent, however, the pain seems to be these days over the head of the screws. On (B)(6) 2009 the patient was presented for office visit with pain to the neck and left shoulder, continued pain to the lower back. Diagnosis: cervical spine : cervical spine musculoligamentous strain/sprain. Thoracic spine musculoligamentous. Lumbar spine musculoligamentous. Left shoulder sprain/sprain. Depression. Insomnia. On (B)(6) 2009 the patient underwent MRI of the cervical spine. Impression: previous spinal fusion surgery at c4-5 with plate screw apparatus. Reversal of the cervical lordosis. This may be associated with spasm. C5-6: 2mm posterior disc protrusion with compromise on the exiting nerve roots bilaterally. 1-2 mm posterior disc protrusion. Foramina and facets may be further assessed with high resolution CT scan if clinically desirable and appropriate. The patient also underwent MRI of the left shoulder. Impression: supraspinatus tendinosis/partial intrasubstance tendon tear. No full thickness rotator cuff tendon tear. There is superior labral tear. The acromion is type 3. There is downsloping and there is arthrosis of the acromioclavicular joint. There is impingement. There is fluid in the shoulder joint and subscapularis bursa as well as in the biceps tendon sheath. Two 3mm cysts versus vein in the spinoglenoid notch. They may be clinically silent but could be associated with compromise on the suprascapular vein and nerve. On (B)(6) 2009, patient presented for follow-up visit. Patient reported numbness, persistent radiculopathy and residual back pain. On (B)(6) 2009 the patient was presented for office visit with pain to the neck and left shoulder, moderate with some improvement noted. : cervical spine musculoligamentous strain/sprain. Thoracic spine musculoligamentous. Lumbar spine musculoligamentous. Left shoulder sprain/sprain. Depression. Insomnia. On (B)(6) 2009 the patient was presented for office visit with constant slight to moderate pain to the neck,radiating to the bilateral shoulder blades, constant slight to moderate pain to the mid and upper back, radiating to the neck and to the low back, constant moderate pain to the low back, radiating to the left buttock and left lower extremity to the level of the foot, frequent slight to moderate pain to the left shoulder, associated with stiffness and clicking. : cervical spine musculoligamentous strain/sprain. Thoracic spine musculoligamentous. Lumbar spine musculoligamentous. Left shoulder sprain/sprain. Depression. Insomnia. On (B)(6) 2010 the patient was presented for office visit with pain to the neck, left shoulder and lower back. : cervical spine musculoligamentous strain/sprain. Thoracic spine musculoligamentous. Lumbar spine musculoligamentous. Left shoulder sprain/sprain. Depression. Insomnia. On (B)(6) 2010 the patient was presented for office visit with pain to the left shoulder radiating to the elft upper arm, with occasional numbness and tingling, and increased symptoms when lifting or reaching overhead. Diagnosis: left shoulder chronic strain. Lumbar spine status post spinal fusion from l5-s1. On (B)(6) 2011 the patient underwent MRI of the right shoulder. Impression: hypertrophic arthrosis of the acromioclavicular joint. Down sloping acromion, which is type ii. Impingement. No labral tear. Supraspinatus tendinosis/partial tear/ full thickness tear. Fluid in the shoulder joint, sub deltoid/ sub acromial and subsequently bursa. Possible bicipital tenosynovitis. On (B)(6) 2011 the patient underwent MRI of the shoulder, left. Impression: hypertrophic arthrosis of the acromioclavicular joint. Down sloping acromion, which is type ii. Impingement. No labral tear. Supraspinatus tendinosis/partial tear/ full thickness tear. Fluid in the shoulder joint, sub deltoid/ sub acromial and subsequently bursa. Possible bicipital tenosynovitis. On (B)(6) 2011 the patient underwent MRI of the lumbar spine. Impression: minimal degenerative disease. Minimal foraminal attenuation at l4-5 and l5-s1. Sacral perineural cyst. The patient also underwent MRI of the cervical spine. Impression: post surgical changes at c4-5. Straightening of the normal cervical lordosis due to positioning spasm. Mild degenerative disease of the cervical spine with slight attenuation of the neural foramina at c5-6. No spinal canal narrowing. On (B)(6) 2011 the patient was presented for office visit with cervical spine, bilateral shoulders, chronic persistent pain. Assessments: osteoarthritis local prim shoulder. Disorders bursae and tendons shoulder. Rotator cuff sprain. Displace cervical intervertebral disc. On (B)(6) 2011, patient underwent x-ray of lumbar spine. Impression: posterior fusion l5-s1 with complete disc replacement. Degenerative disc disease l2-3. Grade 1 retrolisthesis, l2. Mild spondylosis l3/l4-l4/l5. On (B)(6) 2011 the patient was presented for office visit with moderate pain to the lower back, radiating to the left buttock and left lower extremity. Diagnosis: status post lumbar spine surgery times two, failed back syndrome with residual radiculopathy left lower extremity, low back pain exacerbation grade 1 retrolisthesis. On (B)(6) 2012 the patient was presented for office visit with moderate to severe pain to the low back, radiating to the left lower extremity, with no improvement noted. Diagnosis: status post lumbar surgery times two. Failed low back syndrome with residual left lower extremity radiculopathy. Low back pain, exacerbation. Lumbar spine grade 1 retrolisthesis. On (B)(6) 2012 the patient underwent x rays of the lumbar spine. Impression: status post lumbar fusion at l5-s1 with retained hardwa re. Moderate degenerative disc disease at l2-3. Mild to moderate osteoarthritis of the right hip. On (B)(6) 2012, the patient was presented for office visit with pain to the lower back, radiating to the left lower extremity, numbness and tingling, numbness and tingling in the left lower extremity. Diagnosis: status post lumbar surgery. Persistent complaints of back pain, and radiating pain into the left leg. Normal bilateral l4 and l5 and s1 responses. On (B)(6) 2012 the patient underwent MRI of the shoulder due to left shoulder impingement. Impression: acromial clavicular joint arthritis. Sub acromial cub deltoid bursitis if the patient had not a resent injection or procedure at this site. Moderate supraspinatus tendinitis with focal partial thickness undersurface tear distally at the insertion site footprint of its mid fibers. Mild infraspinatus tendinitis without tear or retraction. The patient also underwent MRI of the lumbar spine due to lumbar discopathy with disc displacement. Impression: (l5-s1) mild broad 1-2mm posterior bulge causes some mild indentation of the neural foramina bilaterally but no discrete nerve root abutment, displacement, or impingement is appreciated. On (B)(6) 2012 the patient was presented for office visit with persistent bilateral shoulder pain. The patient also reported left shoulder pain getting worse, the pain radiates down to arm. The patient also reported lumbar spine pain with lower extremities pain with numbness and tingling with buckling of leg. Diagnosis: lumbar discopathy with disc displacement bilateral shoulder impingement syndrome. On (B)(6) 2012 the patient was presented for office visit for medical examination. On (B)(6) 2013, patient presented for evaluation. Patient reported low back pain increases with walking, standing, lifting, pushing/pulling, bending, stooping, squatting/kneeling, climbing, twisting/turning and riding in a car. Lumbar range of motion is restricted. On (B)(6) 2013, patient presented for follow-up visit. Patient reported low back pain. On (B)(6) 2013, patient presented for follow-up visit. Patient reported low back pain, patient ambulates with cane. On (B)(6) 2015, patient underwent x-ray of lumbar spine due to pain. Impression: no plain film evidence of fracture or subluxation. MRI could provide further evaluation as clinically indicated; status post l5-s1 posterior spinal fusion; mild degenerative spine disease. On (B)(6) 2015, patient underwent CT of lumbar spine without contrast due to persistent and recurrent left sided low back pain with radiation to left posterior thigh and foot with paresthesia. Impression: 3mm of retrolisthesis of l2 with respect to l3 with some ossification in the region of the posterior longitudinal ligament at the inferior l2 and superior l3 levels with subarticular recess narrowing left at that level. Moderate spinal stenosis and mild bilateral neural foraminal stenosis at the l2-3 level. Mild spinal stenosis and subarticular recess narrowing bilaterally at the l4-5 level. Status post lumbosacral surgery with bilateral l5 and s1 transpedicular screws and l5-s1 disc space plug placement. Moderate left sided neural foraminal stenosis at the l5-s1 level on a bony basis. On (B)(6) 2015, patient presented for office visit and reported left leg pain, constant low back pain which increases with walking, bending or prolonged sitting. X-rays showed tlif at l5-s1. CT from (B)(6) 2015 showed some neural foraminal stenosis at l5-s1 as well as retrolisthesis of l2 on l3. Patient underwent x-ray of lumbar spine. Impression: status post posterior fusion instrumentation at l5-s1 without hardware failure; retrolisthesis of l2 on l3 and l4 on l5; multilevel degenerative changes of the lumbar spine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2008: the patient underwent CT of lumbar without contrast due to numbness in left leg and to check pedicle screw. Impression: the pedicle screws are in good position through the pedicles. There is narrowing of the left neural foramen at the left l2-l3 interspace with calcification of the disc posteriorly. Significant deformity and apparent compromise of the left neural foramen and left nerve root at l5-s1. On (B)(6) 2015: the patient presented for an office visit with complaint of dribbling at the end of urination. On (B)(6) 2015, (B)(6) 2016: the patient presented for an office visit with symptoms of chronic prostatitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : (B)(6) 2015: patient presented with symptoms of chronic prostatitis. Assessment: chronic prostatitis; dribbling, terminal; inguinal hernia. On (B)(6) 2015: the patient presented for lab results. On (B)(6) 2015: the patient presented for an office visit with complaint of dribbling at the end of urination. On (B)(6) 2016: the patient presented with a chief complaint of back pain. On (B)(6) 2015, (B)(6) 2016: the patient presented for an office visit with symptoms of chronic prostatitis.

Event description:
It was reported that on, (B)(6) 2013: patient presented with complains of left wrist/hand pain and numbness. Diagnostic impression: left wrist laceration. Status post left wrist surgery times 4 with residuals. Status post ankle tendon transfer to left wrist. Status post left force forearm flap procedure. Abdominal pain rule out gastritis. Sleep disturbance secondary to pain. Depression, situational. On (B)(6) 2013, patient presented for follow-up visit. Patient reported low back pain, patient ambulates with cane. Lumbar spine: there is grade 3 tenderness to palpation over the paraspinal muscles. Rom is restricted. Straight leg raise test is positive bilaterally. Diagnostic impression: s/p lumbar spine surgery times two, failed back syndrome with radiculopathy.

Event description:
Reportedly, post-op, "after some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.